Event description:
Other serious/ important medical incident: really bad rashes. Took a bandage off of my knee and by couple of hours later it was blisters and swollen and hurts really badly and it is oozing infection.